Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2022 . Per clinical review of the continuous ECG recording, the device was started up at 21:21:40 on (B)(6) 2022. Vt was seen intermittently from approximately 09:37:46 to 09:38:40 on (B)(6) 2022. CPR/motion artifact/electrode lead fall off prevented the lifevest from treating the patient. CPR/motion artifact obscured the patient's rhythm until the device was shut down at 9:40:19 on (B)(6) 2022.

Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.the electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
During servicing of an electrode belt, which was returned for investigation into a patient death, a reportable malfunction was found. The belt failed incoming functional testing. A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2022 . Per clinical review of the continuous ECG recording, the device was started up at 21:21:40 on (B)(6) 2022. Vt was seen intermittently from approximately 09:37:46 to 09:38:40 on (B)(6) 2022. CPR/motion artifact/electrode lead fall off prevented the lifevest from treating the patient. CPR/motion artifact obscured the patient's rhythm until the device was shut down at 9:40:19 on (B)(6) 2022.

Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. During servicing of an electrode belt, which was returned for investigation into a patient death, a reportable malfunction was found. The belt failed incoming functional testing. The cause for the failure was the cable connecting the ECG "a" and "b" cable was pulled from the strain relief at the distribution node (dn, damaging wires in the cable. Additionally the front therapy electrode was missing. The root cause for the strained cable was excessive force. There is no indication that this device malfunction caused or contributed to the patient's passing.